Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed the cord has discoloration and wear marks, electrical tape was placed at the base of the blade shaft and there was exposed wire on the lanyard. A functional evaluation revealed a blade stall error. The complaint was confirmed and the root cause was associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. A review of manufacturing records found the device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review found related failures.

Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the motor drive unit had a scope field debris. Incident occurred before the procedure. There was a back-up device available and no delay occurred. No other complications were reported. Preliminary results of investigation have concluded that this unit had a blade stall error which makes it a reportable event.